Event description:
It was reported that the asymptomatic patient presented to the clinic with low, out-of-range pacing lead impedance. A lead fluoro was obtained and subclavian crush damage of the lead was noted. The lead was explanted and replaced. The patient did well.

Manufacturer narrative:
(B)(4). A partial lead was returned in three segments for analysis. Insulation damage was noted at 23.0cm from the distal tip consistent with clavicle crush damage. This is consistent with the observation from the field of low pacing lead impedance.